Event description:
Rptr stated that the inform meter had short-circuited. No additional details about device problem were provided. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).